Manufacturer narrative:
On 18may2018 fse performed the following: instrument operable and in use upon arrival. Fse performed a successful unexpected reaction checklist. Fse ran qc with expected results. Fse ran four patient samples: two positive samples and two neg samples. Screen test one using cric lot 085 with crrs3 lot r970: sample 70055bb (pos) - resulted as expected pos. Sample 80033bb (pos) - resulted as expected pos. Sample 80064bb (neg) - resulted as expected neg. Sample 70062bb (neg) - resulted as no int. (? Screen cell 2) - customer tested sample manual and peg results are neg. Screen test two using cric lot 093 with crrs3 lot r970. Tested same samples as above with the same test results. Instrument is operating as expected and within specifications. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project 13-005. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The internal immucor record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen 3 by galileo echo.